Event description:
Related manufacturing reference number: 2017865-2021-34103. New information received indicates that the inappropriate therapy occurred due to right ventricular lead dislodgement. It was noted that the lead exhibited far p oversensing, r wave amplitude variation, and loss of capture. The patient was symptomatic due to the inappropriate therapy. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock therapy. No intervention was reported. The patient condition was unknown.